Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of intraocular lens haptic was broken during the delivery into the capsular bag. A backup lens was used. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The iol was returned for analysis and the reported complaint was observed. No device returned. Iol returned in a company lens case base. Solution is dried on the iol. The optic is split or cut in two. One haptic tip is missing, the other haptic is intact. The iol has fibers and is scratch marked rejectable. We are unable to determine the root cause for the reported complaint lens haptic broken during delivery. Only the iol was returned for analysis. The device was not returned. As a result, we are unable to conduct a comprehensive investigation to determine the root cause of the reported complaint. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).